Manufacturer narrative:
(B)(4). Evaluation results: (root cause cannot be determined; device not available for evaluation; limited information available). (Stent dislodgement).

Event description:
The physician attempted to load a 4.0 mm diameter x 18 mm length integrity rapid exchange stent onto a wire, but the stent dislodged. No clinical sequelae were reported.